Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. During troubleshooting it was revealed the test strips the customer was using expired on april 30, 2014. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
Customer's daughter reported that on (B)(6), 2014 she noticed that customer was "sweaty, shaking and unresponsive" around 9:00 pm. Caller noted that no reading was obtained at this time. The next morning a test was done using customer's adc blood glucose meter and a result of 14.0 mmol/l (252 mg/dl) was received at 6:00 am. Paramedics were called and a reading of 2.2 mmol/l (40 mg/dl) was reportedly received at 6:05 am. Customer was treated on the scene with dextrose via intravenous infusion and then he was transported to a local healthcare facility. Caller did not know what additional treatment may have been rendered at the hospital. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.